Event description:
New information received that there were some episodes of noise noted on the right ventricular lead. No intervention was performed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of oversensing noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition and will continue to be monitored.